Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the formula 180 shaver handpiece seemed to have burned a patient through the surgery drapes.

Manufacturer narrative:
(B)(4). Alleged failure: formula 180 shaver handpiece seemed to have burned a patient through the surgery drapes. No replacement device was used. The burns were seen near the incision site after surgery. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be excessive force applied to the cutter/burr by the user with poor or no suction during use. Excessive force may cause friction due to bur shaft assembly and housing assembly interaction. Tissue blocking the suction pathway would prevent hot fluid from being removed from the joint. Poor arthroscopy pump suction. Or additionally, during arthroscopic procedures, it is common to use an rf energy wand. Inherent to use of an rf probe is the risk of potential superficial patient burns due to the heat generated from the rf output. Therefore use of the rf probe can also be considered a possible root cause as well. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the formula 180 shaver handpiece seemed to have burned a patient through the surgery drapes.